Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 09-mar-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 09-mar-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the lead package details informed that there was a 1.5 millimeter (mm) spacing between electrodes, but it actually was 4.0 mm as it should be. The package details were wrong on the package. No surgical intervention occurred or was planned. No symptoms were reported, and the patient was alive with no injury. The issue occurred during a procedure. Photographs of the package label were provided. Additional information was received from the rep. Photographs of two additional lead kit packages were provided. One lead kit of the same model had the same issue; the package label showed 1.5 mm spacing between electrodes when the correct spacing is 4.0 mm. The other lead kit was the same model but a different length. This lead kit package label showed the correct spacing between electrodes of 4.0 mm.